Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25x28mm xience alpine referenced is being filed under a separate medwatch MFR number. The nc traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the united states.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.25x28mm xience alpine stent implant was deployed; however, although it was well apposed to the vessel wall, it was not concentrically expanded due to the heavy calcification in the lesion. The 2.25x12mm nc traveler balloon dilatation catheter (bdc) was unpackaged without issue and prepped without issue. The bdc was advanced without resistance to the stent implant for post-dilatation and inflated to 12 atmospheres (atm). During a second inflation, the bdc balloon ruptured at 17 atm and the bdc was removed without resistance. No further attempts were made to further dilatate the xience alpine stent implant as it was assumed that the stent implant could not be further expanded due to the heavy calcification. Reportedly, the patient's st segment elevated briefly, but resolved immediately without treatment. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.